Event description:
In 2009, the lay user/reporter in the UK, the patient's daughter, contacted lifescan (lfs) to report the one touch utrasoft lancing device had damaged or stripped threads. The following month, the technical service representative (tsr) spoke with the reporter to obtain and verify information. Three days prior to original date, the patient noted the threads of the reported lancing device were stripped, and she was unable to test her blood glucose level. The patient claimed she took her usual meals and doses of oral diabetes medication during the time period, she was unable to test her blood glucose levels. The patient was unable to provide the name and dose of her medication. The day prior to original date, the patient experienced the symptoms of dizziness and sweating and 'felt unwell' most of the day. The patient claimed these were her symptoms of hypoglycemia. No information was provided about what, if any, actions the patient took to relieve her symptoms, or if she sought medical attention. During the troubleshooting telephone call, the tsr determined the lancing device was not new, and there was no misuse of the product. The lancing device was replaced. The patient allegedly experienced symptoms suggestive of hypoglycemia after the lancing device became damaged and she was unable to test her blood glucose levels. No information was provided as to any treatment the patient received. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.